Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing on pause and bradycardia episodes. It was further reported that the icm experienced oversensing on an atrial fibrillation (af) episode. The icm remains in use. No patient complications have been reported as a result of this event.